Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were unknown. The reason for use was not reported. It was reported that the patient had a pump pocket infection which was noticed on (B)(6) 2018 and the pump and catheter were replaced on (B)(6) 2018. The customer was not notified that the product should be returned to the manufacturer since the rep was not notified of the removal surgery, and the product would not be returned because the customer discarded the product. The symptoms were unknown, as the rep asked this information and it was not provided. There were no known factors for that may have led or contributed to the issue. Diagnostics included a visual examination of the pump pocket site. The issue was resolved at the time of the report. The patient¿s status was listed as ¿alive ¿ no injury.¿ the patient¿s weight was unknown. The hcp would have no further information for the manufacturer regarding this event. There were no further complications reported/anticipated.